Event description:
The customer reported to olympus the air/water flow system on the evis exera lll colonovideoscope had the air/water flow issues and channels 1 and 5 were over pressured. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that foreign material - a black and white-colored amalgam of rubbery and fibrous material- had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) was separated and deteriorated; adhesive applied all around the lenses was white clouded; white dot was visible on a black background ¿ this was resolved during a complementary test; angulations were out of specification; insulation resistance value at distal end did not meet the standard value; and the air leak inspection did not show any water leakages. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the fibrous and rubbery material was unable to be identified. Additionally, the root cause of the foreign material clogged in the nozzle was unable to be identified. The event can be detected and prevented by following the instructions for use which state: ¿the detection way is included in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The preventive measures are included in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.